Event description:
It was reported that the customer experienced an alarm related to an occlusion issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team instructed the customer to perform several actions, such as disconnecting and tightening the tubing, delivering boluses, and replacing supplies. The occlusion alarm occurred multiple times, but the bolus eventually completed successfully. Customer changed pump supplies to address the issue.